Manufacturer narrative:
It was reported that the hl20 twin pump displayed the error messages: "belt slip" and "error head". No patient was involved. A getinge field service technician was onsite and investigated the unit in question. The technician troubleshooted the device and could confirm the reported failures in the twin pump. The technician replaced the optical tacho board. After replacement of the optical tacho board the pump works to factory specification. The pump was tested for 3 hours without any error. Pump was released for clinical use. The defective board was not available for further investigation. The review of the non-conformities during the period of 2013-08-10 to 2022-01-24 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. However a dirty foil or a defective optical tacho board is a plausible cause for the error message "belt slip". Because the sensor no longer detects one or more lines on the film, it measures an apparently low speed at the pump head. Since this speed is then lower than the motor speed, the pump interprets this as a slipping belt and displays this message. The error message "error head" is a result of the "belt slip" error message. Thus the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the hl20 twin pump displayed the error messages: "belt slip" and "head error". This caused the twin pump to stop. No patient was involved. Reference number: (B)(4).